Manufacturer narrative:
The pads (lot c101322-04) were returned to philips for additional analysis. The complaint was escalated for technical complaint investigation and the results indicate that the alleged failure was the pads cartridge magnet was missing. Device design supports alerting users/health care professionals through the self-test feature to ensure the device is adequately maintained to supply therapy as intended. This design feature mitigates risk to the patient in a critical care event. Based on the information available and the testing conducted, the cause of the reported problem was that the pads cartridge magnet was missing., which created the error msg ¿replace pads cover¿. The reported problem was confirmed. The customer was provided with replacement pads to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Corrected the health impact grid from no health consequences or impact to no patient involvement.

Event description:
It has been reported to philips that the device is failing self-test.